Event description:
This is 2nd med-watch being reported for incorrect count in raytec rf assure bundle pack. This gyn laparoscopy pack lot # 14lb6936 had 9 raytec in the rf assure bundle pack. Risk did not receive this pack from operating room.